Event description:
It was reported that there were episodes of asystole observed within two weeks of the initial implant date of the implantable loop recorder. It was further noted that the heart rate did not change from the beginning of the episode to when the rhythm was restored. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).